Manufacturer narrative:
The device was not available to be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. G4. Additional PMA/510k: k822723.

Event description:
As reported, during use in patient for transcatheter aortic valve implantation (tavi), this swan-ganz pacing catheter did not pace. The issue was resolved by replacing the catheter and the procedure continued. There it was reported that during use in patient for transcatheter aortic valve implantation (tavi), this swan-ganz pacing catheter did not pace. The issue was resolved by replacing the catheter and the procedure continued. There was no allegation of patient injury. The device is not available for evaluation as it was discarded at the hospital.